Manufacturer narrative:
Results: the report for ¿ineffective stimulation¿ was confirmed. The renew receiver failed manual testing for no output. The asic¿s and/or other internal components have failed causing the no output condition. The receiver was implanted for approximately 11 years (3,931 days). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
PMA/510(k) number should be k992946. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to increase stimulation which was verified by an sjm representative. The patient has not used the system in over a year. The patient's ipg was explanted and replaced. The patient reportedly receives effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.